Event description:
It was reported that the patient had a fall and had not had good stimulation since. The reporter noted there was a loss of stimulation and therapeutic effect. It was noted the patient was unsure of when the fall happened but it had been a while ago. The reporter noted the patient was not feeling stimulation high enough in the low back and not where it needed to be in bilateral legs. The patient was reprogrammed and got better coverage in bilateral legs but not as much in the low back. The patient was happy with the stimulation at the time. Impedances showed all within normal limits and the battery was not causing discomfort. Other diagnostics performed included x-rays. It was noted the patient was going to work with new groups/programs to see if they would help. At the time of the report, the stimulation was better than when the patient arrived. The reporter noted that they did look at the leads under fluoroscopy and they all looked to not have moved and were intact as well as the leads to the battery. It was noted the patient would follow up if she needed additional help or reprogramming.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# j0120770v, implanted: (B)(6) 2002, product type: lead. Product ID: 3888-33, lot# v313524, implanted: (B)(6) 2009, product type: lead. Product ID: 3487a-33, lot# j0118293v, implanted: (B)(6) 2002, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 74002, lot# n205625, implanted: (B)(6) 2009, product type: adapter. Product ID:: 37752, serial# (B)(4), product type: recharger. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3888-45, lot# v304274, implanted: (B)(6) 2009, product type: lead. (B)(4).